Manufacturer narrative:
Literature citation: seiji ohtori; "mini-open anterior retroperitoneal lumbar interbody fusion: oblique lateral interbody fusion for degenerated lumbar spinal kyphoscoliosis" mean age: 64 years; gender: male:(4), female: (8) (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in an abstract that 12 patients with degenerated lumbar spinal kyphoscoliosis underwent oblique lumbar interbody fusion with open pedicle screws or percutaneous pedicle screws between june 2012 and february 2013. Postoperatively, bone non union was observed in four vertebral bodies. Cage subsidence was observed in one patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.